Manufacturer narrative:
Efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device could not be interrogated and magnet application did not elicit tones. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received stating this device was explanted one month laster for normal battery depletion. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.